Event description:
It was reported that following the patient¿s ¿uncomplicated¿ refill appointment on the day of this report, upon sitting up the patient had sudden onset flushing and lightheadedness. The patient described feeling ¿odd,¿ stating she ¿felt like she may faint,¿ had ¿feeling of syncope,¿ and her ¿heart was pounding.¿ the patient was mildly hypotensive (initial blood pressure was 94/56 and 86/54) and was tachycardic (heart rate 110) with a tympanic temperature of 99°f. The patient received an intravenous (IV) bolus, and blood pressure increased to 118/60 with heart rate of 123. As time progressed, the patient experienced worsening shortness of breath, nausea with dry heaving, headache, chills (¿alternating between hot/cold¿). The patient received a second IV bolus at 12:15 at which time blood pressure was 98/58 and heart rate was 100. Five minutes later the patient¿s heart rate had decreased to 90/52 with heart rate of 96 with an interbeat interval (rr) of 22, with temperature of 98.7 and the patient described aching ¿all over her body.¿ the patient was transferred via ambulance to the hospital for admission to the intensive care unit (ICU) and further workup. The patient remained alert and oriented throughout the event. Blood tests and an EKG (electrocardiogram) were done but the results have not been reported. Infection (immunocompromised) and suspected sepsis were reported. The patient reported that she experienced a similar episode upon arriving at the clinic that resolved within approximately five minutes. The event was described as acute hypotension with the possibility of remodulin extravasation from the refill process but was considered "less likely" because, the patient also stated that she had a similar experience a couple of days ago that ¿in retrospect was very similar to these two episodes but that she wrote it off after it resolved.¿ the event was currently unresolved and the patient remained in the hospital. The pump was used to infuse remodulin. No outcome was reported for the reported event. Further follow up was being conducted to obtain this information. Should additional information be received it will be added to the event. Additional information received reported the event final diagnosis was ¿symptomatic hypotension¿. The blood work was normal for the patient. The EKG showed sinus tachycardia and left atrial enlargement. The patient was hospitalized from 2014 (B)(6) to 2014 (B)(6) (with one day spent in the ICU). Echocardiogram and chest x-ray were normal for the patient. No changes were made to the remodulin dosing. The event was assessed as ¿unknown¿ if related to pump, and related to the refill process and remodulin. The event was resolved on 2014 (B)(6). Additional information received reported that the patient had local reactions post refill. The patient had been anxious when admitted to the ICU and had stable vital signs. The patient complained of diffuse achiness and dizziness occurring a few times during the week prior to the refill. The reporter stated that initially xanax, bumex, and aldactone were held due to dizziness. ¿cellcept held.¿ nausea was considered ¿most likely reaction secondary to extravasation to remodulin¿ and sepsis was ruled out due to chronic use of cellcept and prednisone. The patient remained hypotensive overnight 2014 (B)(6) and improved once up and moving. The patient was now asymptomatic with no further signs of sepsis. Nausea was resolved and the patient was feeling well. Extravasation of remodulin from the pump refill process was ¿likely¿ given localized abdominal erythema noted at the pump site on the day of this report (2015 (B)(6)). The patient reported tenderness over her pump. The patient reported having it once before several hours after refill and it resolved spontaneously.

Manufacturer narrative:
(B)(4).